Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via team post that they experienced high blood glucose. The blood glucose was over 600 and treated with shots. Customer also reported haziness on screen, crack along the body of insulin pump, dimmed back light. Customer also reported short battery life, rejected batteries, grinding while rewinding and unexplained no delivery alerts. Customer also reported that insulin pump shut off without any notification. The insulin pump will not be returned for analysis.